Event description:
The facility reports as the nurse was changing the resident's brief, the resident let go of the bars and slid down. The nurse held the pt up until help arrived. They then transferred the resident to the wheelchair. The resident suffered a dislocated right shoulder.